Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. She underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, cervicitis cystic, orthopedic procedure, lymph node dissection, gallbladder operation, endometrial ablation, stroke, shortness of breath, migraine, hyperlipidemia, depression, anxiety, parity 4, multi gravida and pelvic pain on (B)(6) 2022 and menses irregular on (B)(6) 2022. Previously administered products included: chlorhexidine, acetaminophen, cefazolin and celecoxib. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5023 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,observational cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre-op diagnosis: female pelvic pain. Encounter for removal of essure. Specimen: uterus, cervix, (ovaries, bilateral) & (fallopian tubes, bilateral diagnostic. Result: uterus and cervix with bilateral ovaries and fallopian tubes: diffuse adenomyosis; mildly atrophic endometrium; chronic cystic cervicitis; bilateral ovarian follicular and corpus luteal cysts; benign paratubal cysts. Clinical information: result: female pelvic pain, encounter for removal of essure. Microscopic description: no evidence of malignancy. Small benign paratubal cysts noted but no epithelial or other atypia of fallopian tubes. Gross description: received in formalin labeled "uterus, cervix, ovaries, bilateral and fallopian tubes, bilateral" is a 124.2 gram hysterectomy specimen and bilateral salpingectomy and oophorectomy. Within the cornu are grey metal essure clips surrounded by fibrotic tissue. The myometrium is moderately trabeculated especially on the anterior side, and averages 2.7 cm in thickness. The bilateral fimbriated fallopian tubes (averaging 4.5 cm in length x 0.5 cm in overall diameter) have a pink-purple, smooth serosa. The lumen is stellate and contains the grey metal essure clips. The bilateral ovaries (averaging 3.5 x 2.5 x 0.7 cm and 5 grams) are grey-white with a lobular surface. The inner cut surface displays multiple luteal cysts and an additional thin-walled clear fluid-filled, smooth inside and outside cyst measuring 0.9 cm in greatest dimension on the right ovary. The luteal cysts average 0.7 cm in greatest dimension [ultrasound scan] on (B)(6) 2022: ultrasound performed for irregular menses. The uterus is visualized. The uterus is anteverted. The uterus measures 9.25 x 5.45 x 5.03cm. The uterine volume is 132.77 cm^3. A(n) heterogeneous and suspected adenomyosis is/are noted. Pertinent clinical information: the patient's lmp is (B)(6) 2022. The cervix is visualized. The endometrium is inadequately visualized. The endometrium measures 4.24 mm. The right ovary is visualized. The right ovary measures 2.67 x 1.83 x 2.40cm . The right ovary volume is 6.14 cm^3. Blood flow is visualized. Additional comments: there is a 1.43 x 1.62 x 1.74cm cyst noted. The right adnexa is visualized. The left ovary is visualized. The left ovary measures 2.98 x 1.52 x 1.64cm . The left ovary volume is 3.89cm^3. Blood flow is visualized. Additional comments: there is a 1.22 x 1.00 x 1.06cm follicle noted . The left adnexa is visualized. There is no free fluid noted in the cul-de-sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,medical history,lab data,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 18-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.